Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had synchronization failures due to a structured query language (sql) database space issue. A technical support specialist (tss) dialed into the station and followed knowledge article "station at 10gb on full sync". During the process, the station transitioned into an unknown device state, so the tss applied knowledge article "proper data synchronization procedure & how to place new db in es station" to correct the database and device configuration. After applying the knowledge articles, the station came back online successfully with the database showing 6 giga bytes available. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was receiving fatal error message. The staff was unable to access pyxis to pull or restock medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.